Event description:
The customer reported a ventilator has a dead battery. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse provided the customer with the part identification number for a battery. Further information regarding repair has been requested from the customer. No response has been received at this time. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.